Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right knee replacement surgery in 2015. He was implanted with an optetrak device. On (B)(6) 2023, plaintiff is scheduled to undergo right knee revision surgery, approximately 8 years 2 months post initial procedure, to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
D4: corrected. G4: corrected. The reason for the knee revision reported in (B)(4) is most likely the result of femoral loosening and subsequent third body wear on the tibial insert. The changed kinematics following the reported hip fusion are likely contributing factors to the sequence of events but cannot be confirmed from the available information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
B1: updated. B2: updated. D1: updated. H4: added device manufacture date. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.